Event description:
Health care professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: two openings on anterior/radius side assessed surgical damage. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.

Event description:
Health care professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Initial reporter name: (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: deflation.